Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: a visual examination of the returned complaint device found that the clip assembly was still attached to the bushing. The proximal end of the control wire was kinked and the handle was broken. The catheter was kinked and stretched at its proximal end and also kinked at its body. The capsule shows evidence of a primary activation. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; the dfu states to "always have pliers and/or wire cutters ready to cut the delivery system at the handle if the clip cannot be detached".